Event description:
During a cervical case, the implanting surgeon was unable to place the leads posteriorly. The surgeon attempted several techniques and tried many times but the leads steered anterior. The procedure was extended for about 90 minutes before the surgeon decided to abort the case. The leads were never implanted. The device was discarded by the facility. No pt complications were reported as a result of the event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.